Event description:
It was reported that five years after ivc filter implant, the filter migrated to the pt's right atrium and perforated the heart. Open heart surgery was performed. No other info about the event of the pt is available at this time.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter was not returned for eval. The investigation is currently underway.